Manufacturer narrative:
Additional information received per the medical records indicate that the patient has a history of morbid obesity, hypertension, multiple bilateral pulmonary emboli, abdominal pain, chest pain, shortness of breath and abdominal wall hernia sac. The patient also had an intra-abdominal hemorrhage after the administration of an anticoagulant. According to the patient profile form (ppf) the patient experienced pain, suffering, mental distress and fear. Additionally the form states that the filter was embedded into the wall of the inferior vena cava and embedded other than the wall of the ivc. The form states that the filter was unable to be retrieved. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
As reported, the patient had an optease retrievable inferior vena cava (ivc) filter implanted during the index procedure for the treatment of multiple pulmonary emboli. The device was implanted into the patient¿s l2 level. Also, per the medical records, the patient has a history of morbid obesity, hypertension, multiple bilateral pulmonary emboli, abdominal pain, chest pain, shortness of breath and abdominal wall hernia sac. The patient also had an intra-abdominal hemorrhage after the administration of an anticoagulant. The optease filter was noted to be tilted after implantation and was subsequently repositioned by the attending physician. Approximately four years and nine days after the index procedure, the patient was diagnosed with a pulmonary embolism. Approximately sixty-five days after this event, the patient was again treated for pulmonary embolism. The patient consulted with a physician about the removal of her clotted optease filter approximately thirty three days later. According to the patient profile form (ppf) the patient experiences pain and anxiety. Additionally, the form states that the filter was embedded into the wall of the inferior vena cava and embedded other than the wall of the ivc. It was reported that the filter was unable to be retrieved. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Blood clots and pulmonary embolism do not represent a device malfunction and may be related to the underlying coagulopathy. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Please note that the exact event date is unknown and that the event date in this report is the complaint awareness date. As report, the patient had an optease retrievable inferior vena cava (ivc) filter implanted for the treatment of multiple pulmonary emboli. The device was implanted into the patient¿s l2 level. The optease filter was noted to be tilted after implantation and was subsequently repositioned by the attending physician. The device in the patient was positively identified on medical records. Approximately four years and nine days after implantation, the patient was diagnosed with a pulmonary embolism despite having the optease filter implanted. On or about sixty-five days after this event, the patient was again treated for the persistent pulmonary embolism. Subsequently, thirty three days later, the patient consulted with a physician regarding the removal of her clotted optease filter. As a result of the malfunction, the patient has suffered life threatening injuries, requiring extensive medical care and treatment. The plaintiff has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses and will have this faulty device permanently implanted, as it has been medically deemed irretrievable. No additional information is available. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Without procedural films for review, the reported events could not be confirmed and the exact cause could not be determined. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) note vessel injuries and recurrent pulmonary embolism as possible long-term complications associated with filter implantation. Blood clots and thrombosis within the filter does not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported through the legal department via a legal brief, the patient had an optease retrievable inferior vena cava (ivc) filter implanted during the index procedure for the treatment of multiple pulmonary emboli. The device that was implanted into the patient¿s l2 level. The optease filter was noted to be tilted after implantation and was subsequently repositioned by the attending physician. The device in the patient was positively identified on medical records. On or about/approximately four years and nine days after the index procedure, the patient was diagnosed with a pulmonary embolism despite having the optease filter still implanted. On or about/approximately sixty-five days after this event, the patient was again treated for the persistent pulmonary embolism. On or about/approximately thirty three days later, the patient consulted with a physician about the removal of her clotted optease filter. As a result of the malfunction, the patient has suffered life threatening injuries, requiring extensive medical care and treatment. The plaintiff has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses and will have this faulty device permanently implanted, as it has been medically deemed irretrievable. No additional information is available.